Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the unit failed an electrical safety test. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.